Event description:
Provider states that the left side frame is broken at the rear weld where the arm attaches to the side frame. Provider did not have any additional information to provide.

Manufacturer narrative:
(B)(4) - - initial mfg report # 9616091-2015-00780 was submitted to the FDA on (B)(4) 2015 with the incorrect brand name, model number and serial number. The corrected information was provided by the dealership.

Event description:
Provider states that the left side frame is broken at the rear weld where the arm attaches to the side frame. Provider did not have any additional information to provide.